Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the calcified and severely tortuous right external iliac artery (eia). The sterling 9.0 x 60mm balloon was advanced to the lesion and inflated to 8atm twice. The balloon ruptured on the second inflation. The procedure was completed with another of the same device. No patient complications were reported. The patient status is "good."

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical / procedural factors. (B)(4)